Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure and cause not established (sticky and liquid findings). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited objective lens and light guide lens had corrosion; adhesive on bending section had a chip; a liquid dripped from light guide bundle; and control unit, universal cord, and up/down angulation lever plate were sticky. There was no patient involvement.